Manufacturer narrative:
Other applicable components are: product ID: 306001, lot# unknown, product type: screening device, product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that  the patient was worried about the device saying disconnected when she turned on the device. She was concerned because she thought the leads might have moved. Additional information was received indicating that the patient stated that she feels that her symptoms are worse than they were yesterday. No further complications was reported at this time.